Manufacturer narrative:
Concomitant products : 5076-45 lead implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that two days after the implant procedure, the device measured high pacing impedance on the right ventricular (rv) lead port and the rv polarity switched to unipolar. A loose set screw was suspected, and then confirmed when the device was removed from pocket and a tug test performed. The set screw was re-tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.